Event description:
It has been reported to philips that the equipment does not start. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Switching on by pressing host computer in the m cabinet was possible to start the system normally. The customer tried and they could start an examination. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment does not start. Fse suspected the power supply circuitry inside the computer was faulty. The fse replaced host computer. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.